Event description:
Doctor reports: patient reported symptoms of paralysis. Subsequent surgery identified a small granuloma at the catheter tip. The catheter was pulled back and improvement in movement was observed.

Manufacturer narrative:
The devices were not identified despite several requests.